Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the surgical procedure? By pass, what anatomical structure was the white reload used on? Yes, did the reported bleeding occur intraoperatively or post-operatively? Post operatively. How was the bleeding addressed? Hospital protocol. Was a transfusion required? Don´t have this information. Were there any issues with staple form? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What were the other procedures needed? No. What is the current patient status? Everything fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was active bleeding after stapling the white gst load and blue load in the bypass kit. The patient had postoperative bleeding, a longer hospital stay and some complications during recovery. Patient is okay.